Manufacturer narrative:
Date of report: 01/28/2019. Date rec'd by MFR: 06/18/2019. Failure analysis on the returned user interface assembly shows that the customer complaint of dim display was able to duplicate. Cold cathode florescent lamp (ccfl) is burned out. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12feb2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
During further investigation (fi), a dim display was revealed. There was no patient involvement. Event date not specified; estimate used.